Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause could not be identified. However, it was observed that the insertion portion was broken, and the grasping section was detached from the device. Therefore, it is likely that during the procedure, while the grasping section was grasping a hard object, a force was applied to the electrode causing the insertion portion to break. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿should any crack, scratch, deformation, split, protrusion, or partial separating be observed on the probe tip, grasping section, tissue pad, insertion section, the surface of the transducer, transducer cord, or transducer plug, do not use them and replace the damaged instrument or the transducer with a spare. Using a damaged device may cause burns due to abnormal output or high-frequency (rf bipolar) current leakage or breakage of the probe tip, the tissue pad, and the grasping section.¿ ¿when cleaning the grasping section or the probe tip during treatment, wipe it with a soft object such as a piece of gauze or a brush if a body fluid or tissue gets burnt onto it. Do not attempt to scrape it with a hard object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, the metal-exposed area around it, the tissue pad, a coated surface, or the probe tip may be scratched and damaged, which may lead to the damaged part falling off inside the body cavity.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Upon evaluation of the returned device, the probe dropout was unable to be confirmed. There was a scratch on the tip of the probe, and the grasping part had fallen off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported that while using a during a palatal lumpectomy, the probe of the thunderbeat open fine jaw type x broke and fell into the patient's mouth. The settings were at level 1 for cutting and level 3 for sealing. It was speculated that it probably hit a bone and broke. The debris was recovered. It was replaced with another device and the procedure was completed without any health hazards.